Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using bd facscanto ii cytometer 4/2 system ivd. These are related to ivd instrument hardware, ivd/asr reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: task answer: erroneous results on patient samples? Yes. Diagnosis and treatment of patient's with erroneous results? No. Were any patients harmed due to treatment with these erroneous results? No. Was any treatment delayed due to distribution of erroneous results? No. The clinical sample with abnormal results has been used for the clinical diagnosis report. Some doctors have found incorrect results and the customer not sure whether other doctors use this result for treatment. The results may be applied to the patient treatment. It is uncertain whether has caused harm. After the abnormal results are found, there are still problems after repeated tests. (B)(6) hospital. (B)(6) instrument.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to the bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 31aug2020 to 31aug2021. Complaint trend: there are 16 similar complaints related to this issue of erroneous results; date range from 31aug2020 to 31aug2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a worn blue optical fiber. The optical fiber transmits light signals for data collection and analysis, and failures within this part can hinder the collection of data and lead to missed events and erroneous results. The customer had initially reported that doctors had discovered the erroneous results, but it was confirmed in task 3563627 that the results used were not used. The fse (field service engineer) checked the optical path and found that the blue optical fiber was aging. The fse replaced the optical fiber and confirmed that the optical path was back to normal. No parts were requested for evaluation as the optical fiber was not required for the investigation. After the repair the instrument was tested and functioning as expected. Although the erroneous results were of patient samples, the customer confirmed that the erroneous results did not delay or otherwise affect the treatment of any patients. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2015 defective part number: 335384 - kineflex blue laser fiber work order notes: subject / reported: pi-338960-facscanto ii- result is abnormal problem description: the clinical sample with abnormal facscanto ii results has been out of the clinical diagnosis report. Some doctors found incorrect results and were uncertain whether other doctors used the results for treatment. The results may be applied to the patient. The treatment is uncertain whether it caused harm. After the abnormal results are found, there are still millions of problems with repeated tests. Hospital kol equipment work performed: check the optical path and find that the optical fiber is aging. Replace the optical fiber and restore the optical path after debugging. The quality control is passed and the instrument is operating normally. Cause: check the optical path and find that the optical fiber is aging. Replace the optical fiber and restore the optical path after debugging. The quality control is passed and the instrument is operating normally. Solution: check the optical path and find that the optical fiber is aging. Replace the optical fiber and restore the optical path after debugging. The quality control is passed and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because while the fiber is returnable, it was not required for the investigation. Risk analysis: risk management file part #(B)(4), version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no item: 5 optical fiber function: 5.2 delivers laser beam to optics plate potential failure mode: 5.2.1 signal varies potential effects of failure: 5.2.1.1. Events misclassified potential causes/mechanisms of failure: 5.2.1.1.1 fiber out of spec current controls: fiber inspection occ: 2 det: 1 rpn: 16 mitigation(s) sufficient yes/ no root cause: based on the investigation results the root cause of the erroneous results was due to a worn blue laser optical fiber. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn blue laser optical fiber. The fse checked the optical path and found that the optical fiber had aged. The fse replaced the optical fiber, calibrated the optical path, and tested the instrument to confirm it was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported that there were erroneous results while using bd facscanto ii cytometer 4/2 system ivd. These are related to ivd instrument hardware, ivd/asr reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: task answer: 1. Erroneous results on patient samples? Yes. 2. Diagnosis and treatment of patient's with erroneous results? No. 3. Were any patients harmed due to treatment with these erroneous results? No. 4. Was any treatment delayed due to distribution of erroneous results? No. The clinical sample with abnormal results has been used for the clinical diagnosis report. Some doctors have found incorrect results and the customer not sure whether other doctors use this result for treatment. The results may be applied to the patient treatment. It is uncertain whether has caused harm. After the abnormal results are found, there are still problems after repeated tests. (B)(6) hospital kol instrument